Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cause of the reported event could not be determined .

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the patient¿s legs jumped as the electrode sparked and exhibited a puff of smoke. It was reported that the bipolar generator shut down at same time. The generator was restarted and new hand piece was obtained to complete the case. There was no bleeding reported. There was no patient or surgeon injury reported. Additionally, the user facility reported that the generator was inspected post procedure and no anomalies were found. This is report 2 of 2.